Event description:
The electrolyte leakage was found on a stored powerpack. No injury or damage to health was reported. The batteries were not mishandled and the leaking electrolyte did not make contact with the user.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the information received, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Manufacturer narrative:
The device will not be returned to the manufacturer due to iata shipping restrictions.

Event description:
The electrolyte leakage was found on a stored powerpack. No injury or damage to health was reported. The batteries were not mishandled and the leaking electrolyte did not make contact with the user.